Event description:
It was reported to philips that the system did not bootup, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the system is not starting and stuck at 00:00. The engineer could not identify the cause, as the problem was no longer present. Since the system has reached end of service, the work order was cancelled, and no further work has been performed by philips. To date, there have been no further reports of this issue.